Event description:
During an ablation procedure a intellanav mifi open-irrigated (oi) catheter was selected for use. It was reported that the luer lock hub on the irrigation tubing of the catheter handle was cracked and leaking during preparation prior to use. The catheter was exchanged for another oi catheter and the procedure resumed. With the replacement catheter, random high frequency and high amplitude noise was experienced on all intracardiac electrogram and electrocardiogram channels on the rhythmia system and the recording system. Intermittent tracking and error code 1312 "high noise detected on the rl and/or ref possible due to bad connections" were also observed. Noise was not seen wen the catheter was unplugged during orion catheter mapping. The procedure was completed successfully without exchanging the devices and no patient complications occurred.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the luer and irrigation tubing was torn apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle. Electrical continuity checks revealed no electrical opens or shorts, all electrode/ thermocouple/magnetic sensor resistances measured in specifications and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. There is no evidence to suggest that this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure a intellanav mifi open-irrigated (oi) catheter was selected for use. It was reported that the luer lock hub on the irrigation tubing of the catheter handle was cracked and leaking during preparation prior to use. The catheter was exchanged for another oi catheter and the procedure resumed. With the replacement catheter, random high frequency and high amplitude noise was experienced on all intracardiac electrogram and electrocardiogram channels on the rhythmia system and the recording system. Intermittent tracking and error code 1312 "high noise detected on the rl and/or ref possible due to bad connections" were also observed. Noise was not seen wen the catheter was unplugged during orion catheter mapping. The procedure was completed successfully without exchanging the devices and no patient complications occurred.